Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during procedure after the lead was implanted, a test was performed and the threshold and impedance values were normal. Once the pacemaker was connected, the test was repeated and no output values were noted. A new device was implanted. The patient was discharged post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.